Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
.

Event description:
Per the edwards lifesciences field clinical specialist report, post deployment of a 23 mm sapien valve it was noticed that the left main coronary artery was occluded, the patient was placed on bypass and a stent was implanted to restore the blood flow. Case summary: there were issues with getting good quality screening images (echo and cine) prior to the transfemoral procedure. During the case, the left main coronary artery (lm) height was measured to be 10-11.1 mm (which was considered to be low, but not extreme). There was moderate aortic valve calcification, and appeared to have effaced sinuses of valsalva (sov). After discussion it was determined that it was not necessary to wire the lm pre-procedure. The bav was uneventful. Post deployment the sapien valve placement was considered to be good (60:40 aortic), with no aortic insufficiency (ai). It was then noted the lm occlusion and the patient was placed on bypass. Multiple attempts were made to wire the lm and eventually the physician was able to pass a wire through the skirted portion of the valve and stent the lm. The physician made the comment that he could feel the wire tip passing through the skirted material. Post stenting it was noted that there was ai around the right coronary cusp. It was believed there was a non-functioning leaflet due to the pci procedure. A pigtail was used to free up the leaflet and this was successful. The patient was then weaned of bypass, the cut-down was closed and the patient was noted to be stable at the end of the procedure. It was noted by the physicians that the root cause of the lm occlusion was likely the lower lm height with unusual take off angle, which was not fully appreciable until after the sapien valve was deployed. The non-functioning leaflet after pci was likely due to manipulation with the multitude of wires and catheters used. This was corrected with manipulation with a pigtail.

Manufacturer narrative:
Additional information was received stating that the patient died 10 days after the tavr procedure. As reported, there were no EKG changes suggesting a coronary occlusion, her blood pressure bottomed out and her heart stopped. They were unable to pace her back into a rhythm and she did not present a rhythm that could have been resolved with defibrillation. Pulmonary embolism was considered a possibility, but that was not confirmed and there was no autopsy. The underlying cause for her death, including the relationship to the implanted valve, will remain unknown.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, it was reported that the cause of the lm occlusion was likely the lower lm height with unusual take off angle, which was not fully appreciable until after the sapien valve was deployed. The cause of the reported non-functioning leaflet after pci with subsequent ai cannot be confirmed; however, per report this event was likely due to manipulation with the multitude of wires and catheters used during the pci. According to the information provided, the physician was able to troubleshoot by touching the leaflet with the pigtail catheter, after which the leaflet functioned properly. Per the information received, the valve was deployed as recommended. The device is not available for evaluation as it remains implanted in the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.